Event description:
It was reported that upon removal of the port, the surgeon noticed there was a tear in the catheter, the port was in situ for 3 years without any problems. There was no patient injury, port removal procedure.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.